Event description:
It was reported, during implant of a leadless implantable pulse generator (ipg). That the deployment attempts were unsuccessful, due to high thresholds. Before the third attempt at deployment, it was discovered, that the patient had a pericardial effusion and a cardiac perforation. An echocardiogram was carried out. Resuscitation efforts such as pericardiocentesis and cardiopulmonary resuscitation were attempted. It was also reported, that the patient died.

Manufacturer narrative:
This is a system report: the section d information is for the primary device, which was in use with the following: brand name: micra¿ av2, product ID: mc2avr1-delsys (serial#: (B)(6)). D9: yes, return date: 08-jul-2024. H3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pli10-product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Pli 20 product event summary:the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 16 cm from the distal end of the delivery system. There were no anomalies found with the distal edge of the device cup medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.